Manufacturer narrative:
The field service representative found the pad on the rinse mechanism was torn and debris was stuck to the end of the nozzle on the rinse mechanism. The debris was removed. He verified the function of the rinse mechanism. The customer ran qc and calibrations and found them to be within acceptable limits without alarms. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter provided discrepant results for various tests for 6 patient samples on a cobas 6000 c501 module. Patient #1 had discrepant glucose results. Patient #2 had discrepant sodium, potassium, and ast results. Patient #3 had discrepant sodium results. Patient #4 and patient #5 had discrepant sodium and potassium results. Patient #6 had discrepant glucose, sodium, and potassium results. The results were caught in the customer's system due to failing a delta check. The erroneous results were reported outside of the laboratory. The repeated results are believed to be correct. The gluc3 glucose hk gen.3 reagent lot number was 46207001 with an expiration date of 30-jun-2021. The astl aspartate aminotransferase - pyridoxal phosphate activated reagent lot number was 46637901 with an expiration of 30-jun-2021. The potassium and sodium electrode lot numbers were requested but not provided.